Manufacturer narrative:
Update to b4, g3, g6, h2, h3, h6 and h10. No product returned engineering evaluation performed as the device remains implanted. Additional information indicated that bav was performed with a 24mm balloon. The surgical valve was ballooned prior to s3 implantation to ensure there was no coronary concerns. They also ballooned post deployment to see if that would help with central leak. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the related complaint codes. The lot numbers for valve complaints reference the valve serial number only. Therefore, this review was performed by taking the valve serial numbers from the related work order and verifying that there has been no other complaint associated with each serial number. As no device/imagery were returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. As the device was not returned, no visual, functional, and dimensional testing could be performed. No applicable imagery was returned. As the complaint was unable to be confirmed, a complaint history review is not required. Commander delivery system with s3, pulmonic, IFU, device preparation training manual and procedural training manual were reviewed for instructions relating to the complaint event. It is noted that patients with pre-existing bioprostheses should be carefully assessed prior to implantation of the valve to ensure proper valve positioning and deployment. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed as no relevant imagery or device being provided for evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'post deployment of the 26mm sapien 3 valve in the pre-existing non-edwards pulmonic valve, there was severe central leak which could not be resolved so a second 26mm sapien 3 valve was implanted successfully. The discussion regarding the cause of the cai was possible a stuck leaflet'. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, improper expansion of thv and post-dilation of implanted thv. All these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central pulmonary insufficiency. Per IFU, the valve required full expansion for proper function. If the valve was under expanded, the leaflet could be restricted, affecting its motion and leading to central leakage. In addition, per training manual, it is not recommended to post-dilate the valve when there is a central leakage as it can further disrupt the leaflet. However, without imagery, further evaluation could not be performed, and therefore, a definitive root cause was unable to be determined. No manufacturing non-conformances were identified during evaluation. Due to insufficient information, a definitive root cause is unable to be determined. No labeling or IFU/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time. Control limits are managed and assessed. H3 other text : device not returned.

Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect common device name, product code and PMA number. A correction to fields d2 and g4, is being submitted in this supplemental report.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), post deployment of the 26mm sapien 3 valve in the pre-existing non-edwards pulmonic valve, there was severe central leak at the time of implant. The central leak could not be resolved, so a second 26mm sapien 3 valve was implanted successfully. The discussion regarding the cause of the cai was possible a stuck leaflet, however they were not able to visualize it well by echo.